Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise. It was noted that the patient has a history of lead noise. Impedance was 350 ohms and capture threshold was 1.25v/0.8 ms. The lead was capped and replaced on (B)(6) 2021. The patient was recovering.